Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588rt-2j was received for investigation. Visual inspection identified damage across the loop construct, the most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
On 02/01/2022, it was reported by a sales representative via email that an ar-1588rt-2j tightrope ii did not work correctly. Sutures were tangled up and surgeon attempted to work with it for 15 minutes but could not do it. The white suture frayed. This was discovered during a procedure on (B)(6) 2022. Additional information received on 02/01/2022: this was discovered during an acl procedure and case was completed using another ar-1588rt-2j tightrope ii from the same lot number.